Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon on the short port deflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The failure analysis performed in 2004, indicated that the device had a tear in the silicone and latex material. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: a detailed visual inspection shows that the outer silicone and latex material were torn. The complaint is confirmed.